Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in two places in the distal area. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. Associated products were not provided. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridges. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, intraocular lens (iol) found to be faulty. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).